Event description:
When she removed closure off using both hands, tube broke. As a result, she cut her thumb. The blood was tested to see if there was any virus and the result showed that the blood is hepatitis c positive.

Manufacturer narrative:
Sections a through f completed by manufacturer's reporting site. Evaluation summary report: one (100) hundred customer samples and one (100) hundred retention samples from lot #7h883 were evaluated by visual inspection for breakage. The evaluation yielded no defects. The device history records were reviewed for glass breakage and lip out with no defects found. Comments: the correct lot# is 7h833 as previously reported. No customer treatment was available.